Manufacturer narrative:
Evaluation summary: the hawkone device was returned for evaluation. The device was inspected and noted a tear to the tecothane of the laser drilled tip approximately 2 cm distal the cutter window. The hole was noted on the same plane as the cutter window opening (opposite plane of guidewire tubing). The cutter assembly was advanced approximately 2.8 cm distal the cutter window. Under microscope, tissue was noted protruding out between the laser drilled coils at the location of the tear/hole. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to treat patient at the left (proximal, mid and distal) superficial femoral artery using a hawkone directional atherectomy device. Target lesion type was plaque and fibrous. Lesion displayed no tortuosity, little calcification and 100% stenosis. A 7f sheath and 0.014" guidewire were used. Vessel was not pre-dilated. IFU was followed. It is reported that during use, the nose cone ruptured and plaque was protruding out the side. Procedure was completed using a second device. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.